Manufacturer narrative:
Device 2 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that the ten infusion set was leaking from its site due to which hyperglycemia occurs within 2 days of infusion set use. High blood glucose level was 300 mg/dl. No further information was available.